Event description:
The customer reported non-reproducible, erroneous troponin I (accu-tni) results. For several pts, involving two unicel dxi 800 access immunoassay systems. This is report number two of two. It is unk if the erroneous results were released out of the lab. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) traveled to the facility to assess the units.

Manufacturer narrative:
On (B)(4) 2007, the field service engineer (fse) performed and completed all hardware tests successfully. The fse performed mini troponin I precision/control test across all four pipettors, which met specifications. The customer was satisfied with all test/qc results and resumed normal system operations. The units conformed to the MFR's performance specifications. The customer stated there had not been any further troponin I pt result issues since service was completed. The customer stated the fse provided (B)(4) guidelines to address pre-analytical sample handling. The customer stated specimens were not centrifuged for the appropriate amount of time. The customer stated the lab has changed the troponin I critical high value and therefore, the erroneous results obtained for this event were within the risk stratification range, which repeated within the normal reference interval. This reportable event was identified during a retrospective review of complaints conducted from january 1, 2008 through october 23, 2010 for add'l reportable events. This medwatch report is related to MDR 2122870-2011-05471.